Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 11 mg/ml at 5.505 mg/day, bupivacaine 18 mg/ml at an unknown dose, and clonidine 350 mcg/ml at an unknown dose via an implanted pump. It was reported during a catheter dye study, the patient experienced numbness down her right leg and decreased strength in her right leg and foot. It was further reported the doctor was having difficulty aspirating drug and cerebrospinal fluid (csf) from the patient's catheter prior to injecting the dye for the dye study. In the process, he bolused the contents of the catheter and flushed with saline. In the doctor's assessment, the symptoms the patient felt immediately afterward were likely the result of the bupivacaine contents of the catheter. Her catheter implanted catheter length is 102.8 cm; implanted catheter volume is 0.226 ml the doctor did remark that he believed the patient may have been experiencing some positional catheter occlusion. Once the patient was positioned in a reclined position with a wedge, the dye study appeared normal under fluoroscopy. The patient told the doctor that she did not believe the nurses who refilled her pump had identified a discrepancy in actual vs expected drug volumes. The doctor decided to have the patient taken via ambulance to the local hospital emergency room (ER). The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. It was asked but unknown if surgical intervention was planned. The patient¿s weight and medical history were also asked but unknown.